Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6, and h10. Information was inadvertently left out of the initial medwatch report. Information provided in e2 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that no image was caused by a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Service repair performed full inspection on unit and unit failed inspection due to no signals on sdi 1 and 2 output. The board needs replacement. Device noted to have an updated power switch, and latest version of software. Evaluation findings confirmed the customer reported issue and found to be due to faulty circuit board that needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Device was reported to fail upon installation. Sdi video output, no image. There is no patient involvement on this event reported. No user injury reported. Evaluation found no signals on serial digital interface (sdi) (sdi 1 and 2 ) output, board (printed circuit board) needs to be replaced. This report is being reported due to no output of sdi signals caused by faulty printed circuit found during device evaluation.